Event description:
An unknown size endeavor sprint drug-eluting coronary stent delivery system was inserted into a patient for the treatment of an unknown lesion. Lesion morphology was not reported. It is unknown if the lesion was pre-dilated. It was reported that the stent dislodged. It is unknown how the case was completed. The patient's condition is unknown.

Manufacturer narrative:
(B) (4). Conclusions: lack of information.